Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# va02n68, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient saw the power on reset (por) screen when syncing. It was noted the issue occurred the day prior to call. It was reported the patient was unable to adjust stimulation. It was noted the patient saw the ¿call your doctor¿ icon.